Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet exhibited battery depletion and charging failure, with the battery icon indicating charging yet the state of charge remaining at or below 3 percent despite use of multiple chargers and outlets, consistent with a power supply/battery malfunction of the device power subsystem. Symptoms included the need to discontinue pump therapy and transition to multiple daily injections, without hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included temporary interruption of device therapy and product replacement to restore treatment continuity, with no hospitalization and no medical intervention beyond switching to injections. Investigation included collection of device history and use information, shipping of a replacement unit, instructions to sync data and properly shut down the device, and retrieval of the affected unit. Investigation of this device revealed no user-reported inability to charge and rapid battery depletion while indicating charging, which does not align with a malfunction of the internal battery or charging circuitry. It was concluded, based on previously established findings for similar reports, that the cause was not a device component failure related to the battery or charging system.